Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown.  On an unreported date, the patient was hospitalized for an unreported event. Treatment was not reported. The patient died in the hospital. The cause of death was reported to be peritonitis. It was not reported if capd therapy was ongoing until the time of death. No additional information is available.